Event description:
The event is reported as: complaint alleges: customer called saying there is a blockage in the bag so that nothing can go in and nothing comes out. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective action can be established since the defective sample was not received for evaluation. No conclusion can be established at this time based on the lack of defective sample. The manufacturer will continue to monitor and trend relating complaints.